Event description:
One textured - saline filled implants for augmentation implanted in 2001 to replace 1 deflated pip implant. Exam revealed left breast partially deflated. In 2002 - removed deflated implant and replaced.